Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via email that the tip of a vapr tripolar90 suction electrode fell of. The procedure was completed with a new device. No surgical delay or patient consequence reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b3, b5: subsequent follow-up with the customer, additional information was received. It was reported that the event occurred during a shoulder arthroscopy surgical procedure on (B)(6) 2020.

Manufacturer narrative:
H10 additional narrative: investigation summary ==> according to the information provided, it was reported that the tip of a vapr tripolar90 suction electrode fell of. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation.   Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate.   A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified.